Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) ) displayed a mid:09 (air trap assembly) error was confirmed during the functional testing and the event log review. The root cause of the reported mid:09 error was a malfunctioning air trap sensor block, likely attributed to the device's aging. The thermogard system was manufactured in 2012 and is over 11 years old, well past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The event log indicated mid:09 errors around the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to mid:09 displayed during the power-on self-test, confirming the reported complaint. The air trap sensor block with pc board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn tgxp10450) displayed a mid:09 (air trap assembly) message during setup and upon powering up. The customer used an alternative temperature management method for cooling the patient. No consequences or impacts on the patient.